Manufacturer narrative:
Additional manufacturing narrative: other, other text: remote troubleshooting was conducted. Safetynet services were restarted in order to recover from reported incident. Root cause is unknown. Root cause hypothesis supported by indirect evidence suggests that the customer experienced a brief network outage that caused bedside instruments to disconnect from safetynet, and a restart of the "pocdevmgr" subsystem was required to reestablish connectivity. The customer complaint was duplicated.

Event description:
The customer reported our masimo central stopped connecting to secondary nurse notification. Alarms that would occur at the bedside would not transmit to the nurses' secondary notification system. Our technician called the hospital it and masimo was able to get the issue resolved. Feedback from masimo was a slow down of the safety net system.